Event description:
Swallowed bristles (foreign body in gi tract); pharmaceutical product complaint. Case description: this case was reported by a consumer via call center rep and described the occurrence of foreign body in gi tract in a (B)(6) female pt who received gsk toothbrush (dr best erste zaehne) for product used for unk indication. This cse was associated with a product complaint. On (B)(6) 2015, the pt started dr best erste zaehne (oral at an unk dose single dose. On an unk date ,the pt experienced foreign body in gi tract and pharmaceutical product complaint. Dr best erste zaehne was discontinued on (B)(6) 2015. On an unk date, the outcome of the foreign body gi tract and pharmaceutical product complaint were unk. It was unk if the reporter considered the foreign body in gi tract to be related to dr best erste zaehne.

Manufacturer narrative:
This is a pharmaceutical product complaint. The reporter's (B)(6) daughter used the dr best erste zaehne toothbrush. On the second usage of the toothbrush, her parents noticed that the toothbrush has lost nearly all orange bristles from one hole. They assume that her daughter must have swallowed the bristles even though she didn't chew the toothbrush as their siblings. And even they didn't experience those events. F/u info received on (B)(6) 2015: the pt used dr best erste zaehne once on (B)(6) 2015. The usage was discontinued. The infant has probably swallowed bristles. She showed no symptoms so far. No bristles were found in her stool.